Event description:
It was reported that a merlin.net transmission showed extended charge time limit being reached. A manual capacitor maintenance check was performed and the issue was resolved. The patient condition was good.

Manufacturer narrative:
No conclusion code available; the reported field event of a charge timeout was confirmed in the laboratory via review of the device image. The device was tested on the bench and the charge timeout was reproduced. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor was found. The cause of the charge timeout was an internal hv capacitor anomaly.

Event description:
New information received indicated that asymptomatic patient presented in-clinic after receiving a patient notification for another instance of extended charge time limit being reached. Device replacement is planned and will be scheduled.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
(B)(4).